Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door failed and required maintenance. The field service engineer (fse) confirmed that the customer had reported the issue against the wrong device. There was no issue identified, and the system is functioning as intended without any issues.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the doors frequently raised fault warnings despite being repeatedly resolved. This prevented efficient access to medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the doors frequently raised fault warnings despite being repeatedly resolved. This prevented efficient access to medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.